Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the guide system within 10 minutes: "lo" mg/dl and 91 mg/dl. The "lo" mg/dl result, which on the system indicates a result of less than 10 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.